Event description:
It was reported that a patient presented with high capture threshold and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.